Event description:
A report was received that the patient was explanted due to an infection at midline incision site. There was discharge at midline incision and the symptoms were redness and soreness at the ipg site. The patient was given oral antibiotics. The physician believes the infection is procedure related. The patient is reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02 serial: (B)(4) description: precision implantable pulse generator (ipg) explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.